Event description:
It was reported that during patient use, a ventilator¿s screen froze. There was no patient harm, as the device continued to ventilate properly. The screen did not go black and it was still displaying the data and waveforms. However, the staff could not make any changes by pressing any of the screen buttons. No alarms were generated about the malfunction. The patient was removed from the ventilator, the vent was powered on and off and the patient was placed back on the ventilator. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien field service engineer (fse) evaluated the device, and was unable to duplicate the customer reported malfunction. The ventilator passed all tests, calibrations and it was operating within the manufacturing specifications.

Manufacturer narrative:
(B)(4). The device was evaluated by covidien field service engineer onsite.